Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that after the pt's pump was exchanged (MFR. Report (B)(4)) the pt had a massive subdural hematoma and expired nine days later. It was also reported by the vad coordinator that the pt's death was not pump related. Data from the system controller was no retrieved at the time of the pt's death and the hospital staff disposed of the system controller. No autopsy was performed, and the pt's lvad was not explanted; therefore the pump will not be returned to the manufacturer for evaluation.